Event description:
Facility reported to anspach service and repair: the small battery drive was overheating during use. No additional information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 6-aug-2010. The source of the manufacture date is the release to warehouse date. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Power tool evaluation was completed on this device. The customer's complaint of "the (4239) battery oscillator is overheating" was confirmed. The device was evaluated and the complaint was substantiated. The ball bearings, or motor assembly are most likely damaged from normal use over time.